Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otp. (B)(4).submissions for product codes otn and pah can be found under manufacturer reports numbers 3005099803-2014-04044 and 3005099803-2014-04043.

Manufacturer narrative:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otp.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number (B)(4) for product code otp. Submissions for product codes otn and pah can be found under manufacturer reports numbers 3005099803-2014-04044 and 3005099803-2014-04043.

Manufacturer narrative:
(B)(4).